Manufacturer narrative:
The insulin pump was received with no button response due to bolus, act, escape, up arrow and down arrow buttons were flat button dome also, unable to perform any tests due to buttons unresponsive. The connector was inspected and was found locked on the lcd board. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 400 mg/dl. The customer stated that all of the buttons were not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.